Event description:
It was reported by the customer that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) experienced an issue where the ECG display was unavailable. No harm or injury was reported.

Manufacturer narrative:
Due to character limitations in e1 event site name- (B)(6) hospital, event site address - (B)(6), event site telephone - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
Na.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (component code, investigation findings, investigation conclusion, type of investigation), h11. The fse reported that ECG malfunction was attributed to a faulty electrode therefore 5 electrodes were replaced. The fse also performed a software change in accordance with the recall requirements. The unit passed all functional and safety test as per manufacturer's specifications.